Event description:
A pt on the heart transplant waiting list expired in their home. Pt had an active pacemaker that was implanted in 2002 due to complete heart block. Pt had been prescribed the lifevest device in 10/2003. Data downloaded from the pt's device indicates the pt had not worn the lifevest device for 12 days prior to the event, and only a few minutes on the date of the event. When the lifevest device was placed on the pt's body on the date of the event the lifevest device detected the pt was in fine ventricular fibrillation and initiated 7 separate treatment sequences but none were of long enough duration to shock. One sequence was of long enough duration to release the defibrillation gel. During the latter detections, partial capture of the ventricular myocardium by the pt's pacemaker caused the algorithm to drop out of detection. Approx 12 minutes after lifevest device startup asystole was detected. It is believed that the pt's housekeeper may have been in the pt's home at the time of the event. Repeated attempts at contacting the pt's housekeeper for additional information have been unsuccessful. - upon startup, the liefvest sensed a small amplitude arrhythmia as evidenced by the high gain value once the gain stabilized. Shortly thereafter, an "axis not stabilized" flag was recorded indicating the axis detector, the pattern-matching portion of the algorithm, was unable to recognize a stable qrs complex. No ECG noise was deteced. ECG recordings show a small amplitude signal coupled with 60 bpm pacing pulses. The presence of pacing pulses sometimes followed by capture contributed to lifevest system stopping the treatment sequence before delivering any treatment. - approximately 12 minutes after the lifevest system startup, asystole was detected. - the device was shutdown approximately 16 minutes after startup. The sudden use of the lifevest in a historically non-compliant pt, coupled with a terminal arrhythmia recorded soon after startup, suggests that either the pt was symptomatic (perhaps in a pre-syncopal arrhythmia) and put the device on themselves, or pt was found unconscious and had the device placed on them by a bystander who understood the device. The long duration (55 seconds) before the response buttons were pressed supports the assumption of a symptomatic or unconscious user. The rate threshold being exceeded during startup, the high gain setting, and the inability for the axis detector to stabilize implies the terminal arrhythmia was already present when the device started. If the pt fell or convulsed, there is a chance that noise flags would have been recorded due to electrode movement but no such flags were recorded. This supports the idea that the pt was in the terminal arrhythmia when the device was started. The lifevest is designed to be started while the pt is in a normal rhythm. If a normal rhythm is not present at startup, the delay before the detection algorithm begins monitoring for arrhythmias can be a few minutes depending on the signal strength (smaller amplitude signals take longer). In this particular case, monitoring for arrhythmias began a little over two minutes after startup. The most likely scenario, based on the known facts, is that fine ventricular fibrillation was already present when another individual put the lifevest on the pt. The non-english-speaking pt's housekeeper is believed to have been in the building at the time of the event but attempts at locating them to confirm co's conclusions have been unsuccessful. The delay of 3.5 minutes before the first arrhythmia detection was due to the presence of the terminal arrhythmia while the device was starting. The lifevest went in and out of detection of the fine ventricular fibrillation seven times. The initial detection dropouts were due to the small amplitude fibrillation signal and slower cyclic activity, likely attributable to the duration of the arrhythmia. The pt's pacemaker read the fine vf as asystole and pacing activity was noted without a ventricular response during the lifevest's initial arrhythmia recording. In the latter detection dropouts, an occasional ventricular response to the pacing activity appears to have contributed to the algorithm dropping out of the detection state.